Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039460) on (B)(6) 2015. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the essure device projected into the isthmic portion of the right tube'), device expulsion ('the device was followed into the uterine cavity') and pelvic pain ('severe and chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("loss of hair"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), complication of device insertion ("complications during the implantation procedure for the left essure coil") and device insertion failed ("coil was only implanted in right fallopian tube"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, fatigue, alopecia, back pain, abdominal pain, dyspareunia, complication of device insertion and device insertion failed outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device insertion, device expulsion, dyspareunia, fallopian tube perforation, fatigue, pelvic pain and device insertion failed to be related to essure (ess205). The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2002, (B)(6) 2011 (as per pif) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event the essure device projected into the isthmic portion of the right tube and the device was followed into the uterine cavity added and made medically significant and intervention required due to surgery. Reporter added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039460) on 15-jan-2015. The most recent information was received on 08-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("loss of hair"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), complication of device insertion ("complications during the implantation procedure for the left essure coil") and device insertion failed ("coil was only implanted in right fallopian tube"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, alopecia, back pain, abdominal pain, dyspareunia, complication of device insertion and device insertion failed outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device insertion, dyspareunia, fatigue, pelvic pain and device insertion failed to be related to essure (ess205). The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2002, (B)(6) 2011 (as per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("loss of hair"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), complication of device insertion ("complications during the implantation procedure for the left essure coil") and device insertion failed ("coil was only implanted in right fallopian tube"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, alopecia, back pain, abdominal pain, dyspareunia, complication of device insertion and device insertion failed outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device insertion, dyspareunia, fatigue, pelvic pain and device insertion failed to be related to essure (ess205). The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2002, (B)(6) 2011 (as per pif) quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received: case become serious incident from non serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.